Event description:
Pt reported his freedom pump broke over the weekend during his infusion, frequency daily for 2 days every 2 weeks. Did the reported product fault while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? If yes, was any medical intervention provided? No; is the actual device available for investigation? No; did we replace the device? Yes; did the pt have a backup device they were able to switch to? No; reported to (B)(6) by pt/caregiver.